Event description:
Device malfunction: failure to deploy needles. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, during needle deployment, a needle did not emerge at the top of the barrel as expected. A guide wire was re-inserted and after applying a slight turn, a second attempt was made to deploy the needles with the same results. The device was removed and hemostasis was achieved surgically due to "strong bleeding and rupture of the puncture site." There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. The lot number was not identified; therefore, a device history record review could not be performed. Device code user error. The instructions for use (IFU) state: "the safety and effectiveness of the prostar xl 10f pvs system has not been established in the following patient populations. Patients with a femoral artery stenosis greater than 50%. Additionally, "if significant resistance is encountered prior to needle tips emerging at the top of the barrel, or if all four of the needles are not deployed, terminate deployment."